Event description:
Patient presented to the physician with redness, tenderness, and exposed ipg. Physician brought the patient into the or and removed the inspire system and flushed the area. This resolved the issue.